Manufacturer narrative:
Follow-up #1: date of submission 25-apr-2018. Device evaluation: the device has been returned and evaluated by product analysis on 18-apr-2018 with the following findings: a review of the pump histories did not find any errors, alarms, or warnings associated with the complaint. During testing, an ezcarb bolus using 30g carbs and I:c ratio :1u:12g was manually calculated. The pump correctly calculated the same 2.50u. The pump¿s bolus calculation feature was found to be functioning normally. The pump successfully completed a rewind, load, and prime sequence. The pump was exercised for 24 hours with no issues occurring. There was no defect found during investigation. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release.

Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a history/settings (history/settings issue) issue. It was alleged the pump said to give 44 units for 30 grams with an insulin to carb ratio of 1 unit to 12 grams, and an insulin sensitivity factor of 1 unit to 50 grams. This makes the recommended 44 units incorrect. There was no indication that the product caused or contributed to an adverse event. This complaint is being reported because there was an issue with the pump not performing as intended with regards to the history or the settings may result in over or under delivery.